Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no:. 2015691202312169. Investigation is ongoing. Device remains implanted in the patient.

Event description:
As reported by our edwards lifesciences japanese affiliate, a 26 mm sapien 3 valve was deployed too ventricularly, resulting in a valve in valve procedure. A transcatheter aortic valve implantation in the native aortic position was performed with a 26 mm sapien 3 and certitude kit via transaortic approach. While the certitude delivery system was inserted into the 18 fr certitude sheath, intense resistance was encountered. After pulling and pushing the delivery system several times, the delivery system passed through the sheath; however, the crimped sapien 3 valve was dislocated proximally from the valve crimp section. The operator pushed the valve distally with the tip of sheath, and the valve was moved back on the delivery system. However, it was then distal to the valve crimp section. The operator judged the misalignment acceptable and deployed the valve. The balloon showed unexpected movement during inflation, and the valve anchored too ventricular. The valve was properly expanded by post-dilation, but due to the ventricular placement, a valve in valve procedure was performed. No injury or complication occurred.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Procedural imagery was provided for review and revealed the following: the crimped valve was positioned distally over the distal shoulder of the certitude delivery system. The inflation was on the proximal end creating non-uniform profile. Valve in valve procedure was performed, and second valve was deployed higher compared to the first (incident) valve. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of malpositioned transcatheter heart valve (thv) was confirmed based on provided imagery. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement procedure. Per the training manual, "final deployed thv position will be around 70:30 to 80:20 (aortic/ventricular) when using optimal initial valve positioning where the center marker is within the optimal initial center marker zone". In this case, there was excessive device manipulation performed which resulted in valve placed too distal over the distal balloon internal shoulder. Furthermore, the inflation balloon expanded at the proximal side, pushing the valve distally leading to the valve implanted too ventricle. As such available information suggests procedural factors (valve positioning, non-uniform balloon expansion) may have contributed to the reported complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.